Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that they removed the reservoir and it was loose from the top of the reservoir compartment. The customer stated that the reservoir did lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.